Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain "), vulvovaginal pain ("vaginal pain ") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (the first of one or more surgeries to remove one or more coils ). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure (uterus) / failure to occlude fallopian tube / one tube open and one close"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, gravida ii and parity 2 ((B)(6) 2005 and *(B)(6) 2017). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hirsutism ("hormonal changes (facial hair)"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), amenorrhoea ("reproductive system disorder or condition (amenorrhea)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal hemorrhage)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2011 unilateral hysteroscopic excision of one migrated micro-insert (right)). At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and vaginal haemorrhage outcome was unknown and the hirsutism, migraine, nausea, allergy to metals, amenorrhoea and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amenorrhoea, device expulsion, genital haemorrhage, hirsutism, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted essure insertion date: (B)(6) 2005 was also reported (inconsistent) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: migration of essure device; one tube open and one closed.. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, reporter added, essure removal date added. Event added- abnormal bleeding (vaginal, menorrhagia). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure (uterus) / failure to occlude fallopian tube / one tube open and one close"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, gravida ii and parity 2 ((B)(6) 2005 and (B)(6) 2017). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, 3 years 10 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hirsutism ("hormonal changes (facial hair)"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), amenorrhoea ("reproductive system disorder or condition (amenorrhea)") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2011 unilateral hysteroscopic excision of one migrated micro-insert (right)). At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the hirsutism, migraine, nausea, allergy to metals, amenorrhoea and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amenorrhoea, device expulsion, genital haemorrhage, hirsutism, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted essure insertion date: (B)(6) 2005 was also reported (inconsistent) . Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received. Events facial hair, migraines, headaches, device expulsion, nausea, nickel allergy, amenorrhea, weight gain were added. Lab data & historical , concomitant conditions drugs were added. Product, patient and reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.